Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a clinical study, a serious adverse event occurred: intracranial hemorrhage. Good faith effort attempts to contact the person(s) with investigation information (hospital or surgeon in this case) concluded that no additional information can or will be provided; customer / sales rep confirmed that no further information will be released by the hospital or surgeon. The reported event of patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported during the thrombectomy procedure, the patient experienced a hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device and stroke (disease under study). The outcome of the adverse event was resolved without clinical sequalae. No further information is available.

Event description:
It was reported during the thrombectomy procedure, the patient experienced a hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device and stroke (disease under study). The outcome of the adverse event was resolved without clinical sequalae. No further information is available.

Manufacturer narrative:
The device is not available for evaluation.